Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; catalog no#: 0100402055 ; lot#: unknown. Durasul, alpha insert, hooded, nn/32; catalog no#: 0100013514 ; lot#: unknown. Cocr head, xl, ã¸ 32/+8, taper 12/14; catalog no#: 0101012328; lot#: unknown. Concomitant medical products - therapy date: (B)(6) 2014. The manufacturer received surgical reports for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to stem loosening.

Event description:
No event update.

Manufacturer narrative:
DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Part specific investigation: less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for this item number. Result: issue evaluation request is not required. Lot specific investigation: unknown: lot number is not available. Result: issue evaluation request is not required. Review of event description: it was reported that the patient (B)(6), taking part in a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem, experienced stem sintering and a htep luxation. Review of received data: surgical report: on (B)(6) 2014: diagnosis: stem loosening of cemented htep and large osteolysis. Description of procedure: uneventful removal of the loosened stem. Rasping with revitan rasps up to size 22/140 mm. Mounting of a 55 mm trial proximal part, to do so, a fissure of the lateral trochanter is required in order to balance the varus curvature of the femur. Exchange of the inlay. Implantation of a 55 mm proximal revitan component with 15° anterversion and mounting of a 32/xl metallic head. Reposition with 90° flexion and 30° abduction. Surgical complication report, surgery performed on the right on (B)(6) 2014: htep dislocation and stem sintering resulting in revision surgery. Discharge letter: patient was stationary from on (B)(6) 2014. Diagnosis: stem loosening of a partially cemented htep right. Therapy: cementless revision of stem and revision of inlay right. Surgical report: on (B)(6) 2014: diagnosis: revision of stem and head due to stem sintering and htep luxation. Therapy: stem revision, right. Description of procedure: a longitudinal fissure of the femur is seen intraoperatively. Osteosynthesis with two cerclage cables. Rasping and insertion of new revitan components and 32/m metallic head. Discharge letter: patient was stationary from on (B)(6) 2014. Patient experienced a tep luxation when he sat down. Patient underwent closed reduction under x-ray control, which indicated stem sintering which was confirmed at a later point in time. Diagnosis: stem sintering right, fissure. Therapy: stem revision and fixation with cerclage cables. Patient anamnesis: partially cemented htep left 2006, khk (coronary heart disease), myocardial infarction 2008 and 2012, percutaneous coronary intervention (ptca), av block 1.°, arterial hypertension, diabetes type ii, adipositas. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: due to missing product identification the quality records could neither be pulled nor reviewed. Conclusion summary: it was reported that the patient (B)(6), taking part in a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem, experienced stem sintering and a htep luxation. Based on the surgical report the reported stem sintering can be confirmed. Further, the revision report on (B)(6) 2014 states a longitudinal fissure of the femur. No x-rays have been received for review. No product was received for visual and dimensional evaluation. Due to the missing product identification the manufacturing documentation could neither be pulled nor reviewed. Due to missing product and missing product identification we were not able to conduct an in-depth investigation. Therefore, no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).